Event description:
A polaris adjustable pressure valve spv-400 has been implanted to a patient male (date of implantation: 2005). The pressure was set at 230 mmh2o. As hypodrainage was observed, the doctor checked the shunt kit and found that the distal catheter was occluded.

Manufacturer narrative:
The incident has been reported to manufacturer on 08/23/2006. Results of analysis will be developed in a follow-up report.